Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump was not delivering correctly and was emitting ¿error codes¿. There was no additional information provided. The model of the pump and the patient¿s name are currently unknown. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported based on the allegation that the pump was not delivering as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.